Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, following the removal of the sheath, a major vascular complication was noted. A stent was implanted but it was unable to stop the bleeding. A total repair using a vascular patch was done. Initially a proglide was used as the closure device but it failed resulting in a surgical cutdown. The patient expired the following day due to a combination of heart dysfunction, bleeding, and the length of the procedure. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).